Event description:
During follow-up, noise and a decrease in pacing impedance were observed on the atrial lead. Inappropriate mode switch episodes and atrial noise reversion mode were also observed the lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported events of noise and low lead impedance were confirmed. As received, a complete lead was returned in two pieces. The visual inspection found multiple external insulation abrasions located distal and proximal to the suture sleeve tie impressions, breaching the outer insulation and exposing the outer coil. The cause of the noise and low lead impedance was due to the external insulation abrasions which is consistent with friction to the device can and friction to another device or feature of the patient anatomy.